Event description:
Reported issue: the devices bent and/or cracked in the needle component of the safety device while inserting into the patient's port-a-cath. Failure of bending or cracking occurred with both the 22 ga 3/4 " and 22 ga 1" within safety devices. We received 1 report of the needle breaking the patient's port during the insertion process. The break happened above the skin level so the nurse was able to remove the needle.